Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that three days after being implanted, the leadless implantable pulse generator (ipg) exhibited increased pacing thresholds. The threshold further increased when patient orientation changed from lying on back to lying on side. Reprogramming was performed, and the ipg remains in use. No patient complications have been reported as a result of this event.